Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, report form/crfs documented a wound healing delay occurred which required a 1-day hospitalization with unspecified medication therapy. Findings were reported as ¿mrse was detected in culture test¿. The crf documentation ((B)(6) 2018) recorded the first adverse event as recovering/resolving. Of note, the patient ¿was scheduled for surgery and developed pharyngitis and surgery was canceled¿. Reportedly, the left hip components remained in vivo per the (B)(6) 2018 serious adverse event report form without indication of further complications. Although the reported positive culture test could not be ruled out as a contributing factor to the protracted wound healing, the definitive root cause could not be concluded. Based on the information provided in the study forms, the patient impact beyond the reported hospitalization due to the delayed wound healing, surgery cancellation (secondary to pharyngitis) and medication therapy could not be determined. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a thr procedure, patient presented protracted wound healing. Medication therapy and prolonged hospitalization were necessary to treat this problem. Implants remained in place.